Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The dudenoscope was returned to the service center with a report of button 1 is not working. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, forceps elevator has a burn was found. There was no patient involvement.